Event description:
It was reported that the ilet pump¿s screen cracked after the device fell from a pocket onto a hardwood floor, and the user remained able to interact with the interface but was concerned the condition could worsen. Symptoms included no adverse health effects or glycemic events. Outcomes included no interruption to therapy at the time of the report and continued use until the replacement arrives. Investigation included complaint intake, verification of shipping and return logistics, user guidance on shutting down the device to prevent further alerts, and education to sync data to the mobile app and prepare for a standard startup on the replacement. Investigation of this case revealed physical damage to the display assembly consistent with accidental drop impact, with no reported alerts or malfunctions affecting insulin delivery or meal announcements at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from impact.